Manufacturer narrative:
This vision side cart (vsc) vip assembly was returned for failure analysis. The reported errors 319 and 31089 were confirmed in the logs but could not be reproduced during in house testing. In logs, errors 319 and 31089 indicate a communication fault, and the logs show that this fault occurred in the field. Visual inspection found no issues related to the reported event. However, physical damage was observed on the board at the j18 location, and a peg nut had come loose on the board (also reported). See the attached photo for reference. The unit was installed, successfully programmed, and tested on the dv5 in-house golden system with no issues. No errors were triggered at startup, and system startup was normal as expected. Multiple power cycles were performed with no failures and no errors. The unit also idled for one hour in normal mode with no communication errors and no issues observed. Review of the error and history logs indicates the issue was resolved by replacing a damaged pigtail blue fiber cable. Based on these tests and findings, failure analysis concluded that no root cause could be attributed to the vsc vip assembly (cfg unit) for the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the blue fiber pigtail to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during a training/demo of the davinic system, it was noticed that system sq1512 experienced error code 319 followed by 31089. There was no report of patient involvement or reported injury.